Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure arm 2 had a disc that stayed depressed. The staff pushed on the disc and power cycled the system, but the issue remained. The intuitive technical support engineer (tse) reviewed the system logs but found no related issues. The caller exercised the disc by pushing it several times, but the issue remained. The disc was able to spin but would not pop up. The procedure was converted to a new patient side cart (psc). There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis. The usm was tested on an in-house system and failed in normal mode, dof 9 component got stuck down during gearbox test. The usm was also tested on a patient fixture test platform, during carriage switches dof 9 got stuck down position and the spring doesn't return the gearbox back. Once testing was completed the dof 9 was aba tested. The root cause is attributed to defective component. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.